Event description:
It was reported to nova biomedical that a consumer continued to administer insulin based on multiple high readings on their blood glucose meter. The consumer subsequently experienced a hypoglycemic event which did not require any medical intervention. During the call to customer support, it was revealed that the consumer does not control solution test before use their initial test strips as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. After several calls to the consumer to obtain lot numbers of the test strips and the serial # of the meter, the consumer does not want to return the products. The meter and test strips in question will not be returned for eval.

Manufacturer narrative:
.